Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 180 mg/dl. Customer reported that pump was not rewound with reservoir in place. Customer declined further troubleshooting.